Event description:
It was reported that a 59-year-old caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant and experienced capsular contracture; baker grade unknown on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3504504bc; serial number (B)(4) on the left side, and with catalog number 3504504bc; serial number (B)(4) on the right side on (B)(6), 2018.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).